Manufacturer narrative:
Concomitant medical products: 5554 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient lost consciousness and a lead integrity alert (lia) and right ventricular (rv) lead noise alert were triggered. It was determined that the right ventricular (rv) lead exhibited high pacing impedances, pacing failures, oversensing of noise, and a lead fracture was suspected. The rv lead was reprogrammed and the device's detection function was turned off. A procedure was been scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated a right ventricular lead noise alert. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.